Event description:
Consumer called to report getting higher readings with their plink meter than other meters. They ended up in the emergency room when paramedics were called. Emt test of their blood sugar was lower than their meter. Believes the readings effected their insulin therapy.